Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at home in (B)(6) when he became dizzy, and then noted a visual changes. His wife took him to the local emergency department (ed) at (B)(6) medical center; whereby the vad team at the (B)(6) was notified. According to the ed notes, his syncopal episode at home occurred at 1940, his neuro exam in the ed charted at 2157, stated tia symptoms resolved and a negative neuro exam at this time. He left the emergency room against medical advice and refused further work up or observation admission.